Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) and lead system were removed from service due to noise and inappropriate therapy. It was also noted that the epicardial shocking patch exhibited a high shocking impedance measurement indicating a possible open shocking condition.